Manufacturer narrative:
Customer service conducted troubleshooting including; verifying there was no milk backup; verifying the user was not washing or drying tubing on the pump; verifying the user was using dry parts when pumping; verifying the user was washing parts according to the instructions for use; and verifying user was using the correct kit components. The customer was sent new connectors and larger breast shields. The customer's old connectors were requested to be returned to medela for testing/analyzing. In follow up with a complaint handler on 09/22/2022, the customer indicated that she developed mastitis on (B)(6) 2022 and was prescribed an antibiotic and sunflower lecithin. She currently is still taking the sunflower lecithin 4 times a day and still working on removing clogged ducts while trying to increase her milk supply. Her mastitis had been resolved. Only the connectors were returned; therefore they were evaluated with a medela lab kit on 10/04/2022 and it passed suction and cycle specifications. The customer's report of low suction could not be confirmed. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 9/20/2022, the customer alleged to medela llc that she was experiencing low suction on one side with her pump in style max flow breast pump. She additionally alleged she had mastitis due to her breast shields sizing.